Manufacturer narrative:
The ge service representative conducted an onsite investigation. The connector was enhanced. The system was tested and operates as intended.

Event description:
The customer reported that the system shut itself down during a case. No patient injury was reported.